Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was available for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the alterra prestent device usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for alterra prestent migration resulting in the device being explanted was unable to be confirmed. In this case, there was no allegation that a device malfunction contributed to the reported event. A review of the IFU/training materials revealed no deficiencies. As reported, "the alterra prestent migrated into the left pulmonary artery (lpa) during tracking of the pulmonic delivery system (pds) with valve...it was noted that the alterra prestent had been placed in the proper position. There was minimal inflow engagement with the device due to constriction from the pulmonic stenosis (ps) leaflets." In addition, the patient also had a large main pulmonary artery (mpa). The IFU warns that correct sizing of the alterra prestent into the right ventricular outflow tract (rvot) is essential to minimize risks of migration. Per the training manual, the alterra apices are designed to engage with the anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. In this case, the apex engagement could have been reduced due to the leaflet stenosis and large anatomy. In this case, it is likely that patient factors (insufficient apices engagement due to patient anatomy) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by the field specialist, during the transcatheter pulmonic valve replacement (tpvr) procedure with a 29 mm sapien 3 valve inside of an alterra prestent via the transfemoral vein approach, the alterra prestent migrated into the left pulmonary artery (lpa) during tracking of the pulmonic delivery system (pds) with valve. A decision was made to not deploy the valve. The plan for the patient is to have the alterra prestent surgically remove, and then a valve conduit will be placed.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not return.